Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. However, the proximal section of the wire was not returned. Visual inspection observed that the wire was broken at approximately from the distal end. There was evidence of wear reduction found on the fracture site indicating that the burr was in contact with the wire for a prolonged time at fracture site. Moreover, the spring tip was bent. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-03278. It was reported that a guide wire fracture occurred. The target lesion was located in the severely calcified coronary artery. A 330cm rotawire¿ and wireclip¿ torquer and a 1.50mm rotalink¿ plus were used for treatment. During preparation, upon setting of the rotational speed outside patient's body, the rotawire was observed to be detached at the section where it made contact with the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
Same case as MDR ID# 2134265-2015-03278. It was reported that a guide wire fracture occurred. The target lesion was located in the severely calcified coronary artery. A 330cm rotawire¿ and wireclip¿ torquer and a 1.50mm rotalink¿ plus were used for treatment. During preparation, upon setting of the rotational speed outside patient's body, the rotawire was observed to be detached at the section where it made contact with the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).